Event description:
Customer complained about the design of the insulin pump which allows the delivery amount to scroll past 0.0 units to the maximum setting. Customer stated that the basal rate jumps from 0.0 units to 10.0 units and the temporary basal jumps to 200 units. Customer requested to have the insulin pump exchanged for one with the updated scroll wrap software. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.